Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level reached 400 mg/dl due to the issue. The customer changed supplies and resumed insulin therapy. However, clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.